Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic acidosis last night and high blood glucose level. The customer's blood glucose level was 368 mg/dl, 397 mg/dl and mostly at the 300s mg/dl. The customer treated with 6 units bolus correction manually. They also reported recurring no delivery alarms. The customer declined troubleshooting for high blood glucose level because it was due to site being occluded. The insulin pump will not be returned for analysis.